Event description:
A complainant reported the insertion kit was opened and unsterile. No impella implantation and no patient harm was reported. Patient and product information are unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the product damage-sterility issues has been completed. No product was returned for evaluation. Clinical details noted insertion kit was opened and unsterile. The root cause of the packaging issues - sterility cannot be definitively determined.